Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: circlip - distal femoral replacement; cat# unknown ; lot# 12981; axle - distal femoral replacement; cat# unknown ; lot# 12981; smiles knee bushes standard; cat# smbsh02 ; lot# b4433; smiles knee bumpers standard; cat# smbpr02 ; lot# b4316. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported "request received from onkos surgical: full rebush pack required for a (right) distal femoral replacement, poly cased tibia. Bushes, bumper pad, circlip, axle, long tibial component. Size ¿ standard (mk4)."

Manufacturer narrative:
Reported event: an event regarding revision involving a patient specific distal femur tibial bearing was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-rays show a well fixed hinged total knee arthroplasty in anatomic position. No mechanical complication is identified." -product history review: review of the device history records indicate device was dispatched for delivery with pin (B)(4) with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised. The reason for revision was not reported. A review of the provided medical records by a clinical consultant indicated: "the x-rays show a well fixed hinged total knee arthroplasty in anatomic position. No mechanical complication is identified." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported "request received from onkos surgical: full rebush pack required for a (right) distal femoral replacement, poly cased tibia. Bushes, bumper pad, circlip, axle, long tibial component. Size ¿ standard (mk4)."